Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). ¿articular surface replacement of the hip: a prospective single surgeon series¿ by s. S. Jameson et al. (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article ¿articular surface replacement of the hip: a prospective single surgeon series¿ by s. S. Jameson et al reports on the early clinical and radiological results of articular surface replacement (asr) resurfacings and the description of the experience of using the asr prosthesis. Between april 2004 and september 2006, 214 consecutive hips in 192 patients (129 hips in 114 males, 85 hips in 78 females). The mean follow-up was 43 months and the mean age was 56 years. Narrowing of the neck was noted in 124 hips. A (B)(6)-year-old male (case 7) with early failure of the femoral head or neck had a femoral revision to an uncemented thr comprising a modular asr xl (depuy international ltd) head and an s-rom (depuy international ltd) femoral stem. Implant was insitu for 35 months underwent revision due to metal wear debris. The patient had a late fracture of the femoral neck. The hip became painful suddenly and rapidly worsened. CT confirmed fracture and at revision, gross black staining, necrosis of the soft tissue was seen. The anteversion and inclination angles were 19°/49°. The head/acetabular component size were 47/54 mm. The femoral position, in terms of neck-shaft angle, stem-neck angle and stem-shaft angle were 133°, 8°, 141°. Asr hip implant was found to be associated with above reported adverse events. Impacted product: unknown hip acetabular cup (asr), unknown hip femoral head (asr). Patient code: surgical intervention, foreign body reaction, femur fracture, soft tissue necrosis, pain. Product experience code: implant bearing wear-metal (unknown hip acetabular cup and unknown hip femoral head) ¿ for metal debris. Implant position - mispositioned (unknown hip acetabular cup)-for acetabular cup malposition. The other products would be coded for no reported product problem.